Event description:
Revision surgery - due to a rotator cuff tear in the shoulder.

Manufacturer narrative:
The reason for this revision surgery was identified as a torn rotator cuff after 6.9 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not made available to djo surgical for examination. (B)(4). The root cause for the patients torn rotator cuff could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.